Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 14-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, bupivacaine, and dilaudid at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient's catheter "has been tangled for a few years now" and she was "in pain." The doctor was planning on doing a catheter revision in the future. The patient did not have any further information.